Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended; therefore customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level; cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Event description:
Additionally, it was reported that the customer experienced a low blood glucose (bg) level; cause was not known.